Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream tubing guide depth was found out of specification. The downstream tubing guide was adjusted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the emergency room. Any patient involvement, injury or medical intervention is unknown.